Manufacturer narrative:
Analysis of 37761 (lot# serial# (B)(6)) recharger found cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. They had a damaged desktop charger cord and bent pin. An request was sent to repair to replace the desktop charger.  Caller said they got the desktop charger ac power supply replacement and that didn't solve the problem. It is not showing that the recharger is charging. The plug doesn't show on the screen and the battery is empty to the recharger. They are getting a screen with a triangle and exclamation mark that showed telephone and empty battery charger. They also got a screen with the circle and the with telephone and empty battery. Patient had 50% charger of stimulator battery on friday so their battery is really low now. Sent request to repair to replace .